Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has complained of cobalt leaking into his blood stream from our implant. Blood tests showed blood levels are at 20, the highest toxic level, surgeon and specialists unsure how to help. He is blaming the implant by stryker.

Manufacturer narrative:
This report, 0002249697-2019-01087, is being closed as duplicate of MFR report # 0002249697-2019-01178 and if additional information is received, it will be provided in a supplemental report.

Event description:
Patient has complained of cobalt leaking into his blood stream from our implant. Blood tests showed blood levels are at 20, the highest toxic level, surgeon and specialists unsure how to help. He is blaming the implant by stryker